Event description:
A site representative reported a vertek arm that no longer locked properly. No patient was present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement articulating arm shipped to site (B)(4) 2013. Medtronic investigation finds the startburst end of the suspect vertek arm is locked-up. Mechanical malfunction directly caused this event.